Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent caesarean section on an unknown date and suture was used. Approximately 8 days following the procedure, the patient experienced an infection in rectus sheath layer and around the suture line with odor and local reaction. The patient was administered antibiotics. Cultures were performed but were not specific. The patient underwent I&d and no result was reported. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch number t4041 was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch t4041, batch t4044. In addition, a review of the batch manufacturing records for the possible batch number t4044 was conducted and the batches met all finished goods release criteria. Conclusion - retained samples were evaluated. They were visually and functionally examined for sterility and they met requirements.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch t4041.